Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 435 mg/dl. Customer gave himself bolus and the blood glucose went to 169 mg/dl. The customer was mentioned insulin flow block and offered troubleshooting and they stated that event was resolved by changing complete set. Customer stated that he had 3 infusion sets wasted since last week because of insulin flow block which caused him to go high. Customer reported they were unable to troubleshooting at time of call. Customer reports alarm did not occur during fill tubing. Customer was not able to troubleshoot at time of call. Customer was unable to determine the cause of the issue. The insulin pump will not be returned for analysis.